Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 generator due to the reported failure to deliver energy issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to have no failure. This unit was installed onto the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. The e-100 generator was fired with yellow pedal/sync activation and cut/seal about 100 times. The unit worked fine without any issue. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, issues with the synchroseal instrument were noted. It was noted that the surgeon reported the instrument's cautery was low and intermittently not working. The customer changed out the instrument twice with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and found error 25913 indicating an electrode shorting in the e100 generator. The procedure was completed with no reported injury.